Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a posterior spinal fusion procedure on (B)(6)2010 and a reservoir was used. Upon first activation, the reservoir did not inflate. The surgeon exchanged the reservoir for another product which worked normally. There was no adverse consequence to the patient.